Event description:
This case was reported by a consumer and described the occurrence of shortness of breath in a pt who used super poligrip free cream for loose dentures. The pt called with a product question. A physician or other health care professional has not verified this report. The pt's past medical history included suspected exposure to asbestos. Concurrent medications included oxygen therapy. Some time in 1994 the pt started using super poligrip cream (dental). In 2003, the pt experienced shortness of breath and went to the ER and was hospitalized for 3 days. Pt did not have any recollection of any medical treatment while in the hosp. Treatment with poligrip was continued and the event was unresolved. The pt refused to provide any additional info.

Event description:
MFR's comment: the MFR's report number for this case is 9681138-2004-00042. Super poligrip free denture adhesive cream is manufactured. In the absence of further date or supportive trends, quality testing is unlikely to clarify the adverse event reported.